Event description:
In 2007, advanced bionics was notified that the patient reportedly had been hospitalized for infection. Fluid was drained from over the implant site. The patient reportedly was prescribed IV antibiotics for treatment of infection. The patient is doing fine. The device remains implanted.